Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "seroma and lymphadenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late, and lymphadenopathy.

Event description:
Healthcare professional reported left side rupture, "seroma fluid", "patient¿s concern with the product", and "core biopsy of the breast mass, 1.3 cm in size, with microscopic description of intraparenchymal lymph node with histiocytosis, consistent with implant rupture". Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d7, d10, h3, h6.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: the device was broken shell and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified: broken sharp and wear abrasion. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken in the side posterior assessed as unidentified (tear) opening.

Event description:
Healthcare professional additionally reported ¿excision or biopsy of capsular masses left breast implant pocket¿...¿on the left side I noticed on the chest wall a mass that appeared to be thickened granulation¿this was all excised."